Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019: information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient came in on (B)(6) for standard programming as the patient was never programmed. Since this meeting with the manufacturer's representative (rep) the patient has had a lack of benefit and has had trouble charging. Rep stated they did not change the patient's settings on (B)(6) but charging became an issue. Rep stated she checked her diary today and the patient used stim 100% since (B)(6). On (B)(6) for 26 min to go from 60-100%, (B)(6) 5 minutes to go to 100%, (B)(6) 8 minutes to go to 100%, (B)(6) 2 minutes to go to 100%, (B)(6) 7 minutes to go to 100%. Patient was running stimulation at 9 ma and rep stated she checked impedances today and everything looked good in her estimation though she only noted using reference 0. Patient used 0, 1, 4, 5 in programming. Patient did not report nor did rep, any messages on tablet/programmer. Due to lack of benefit, the patient was in ER today due to pain. The rep stated that every charge session since (B)(6) did not show a "bar of color" or coupling level. Rep confirmed that the patient was not using as and it was off. On (B)(4) 2019 additional information was received from the rep. It was reported that nothing has changed. Hcp has submitted to insurance to replace the battery. Rep will ship it back to after the surgery to by analyzed. No further complications were reported/anticipated.